Event description:
Reportedly, during f/u, abnormal ventricular impedance in unipolar and bipolar configuration (>3000 ohms) was observed. Pacing failure at 2.5 v/0.5 ms and 7.5 v/1.0 ms in both polarities was confirmed on ECG. Intermittent ventricular capture was confirmed when pt changed body position and she moved her arm and "noise" sensing was confirmed on egm screen. A re-intervention was performed: the ventricular lead was disconnected from pacemaker, and measured with psa (130 ohms, 1.4 mv in bipolar, 420 ->2500 ohms, 1.4-1.8 mv in unipolar). Dysfunctional part on the lead could not be confirmed by fluoroscopy and a new lead was implanted. Is-1 connector of concerned lead was cut, and cut end was ligatured to pectoral muscle. The pacemaker involved in this MDR report was changed and returned for analysis.

Manufacturer narrative:
January 12, 2010. This event concerns a device that was mfg and used outside the us. Conclusions: (another device caused failure): the lead btf26d (B)(4) which was connected to that device was reported to the FDA under MDR #100165971-2008-00001. (B)(4). Upon reception, a visual inspection of the returned device was performed; this inspection did not reveal any anomaly. The device was submitted to the electrical test which is performed at the end of the mfg process; no anomaly was noted, i.e. The electrical characteristics were within specs. Because the lead impedance was not stable with the external analyzer, the reported high lead impedance while implanted is related to the lead itself. However, the lead was capped and is not available for analysis.